Event description:
During failure investigation on (B)(4) 2007, it was confirmed that the unit did not provide an audio tone.

Manufacturer narrative:
The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure. Info has been added to the database for trending purposes.